Manufacturer narrative:
No device analysis results are available because no device was returned. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related MFR number: 3004936110-2018-00121.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The following was published in the european journal of heart failure in an article titled "heart failure hospitalisation reduction with remote pulmonary artery pressure monitoring: results of the first 100 united kingdom patients of the cardiomems hf system ous post-market study" by martin cowie, 31 august 2020. "The freedom from device/system related complication and pressure sensor failure were both 99%." This report is for the pressure sensor failure that was reported.